Manufacturer narrative:
The reported events were lead dislodgement, r-wave amplitude variation, unacceptable capture threshold and unable to implant. A complete lead was returned in one piece for analysis with the helix extended and clogged with blood/tissue. The reported events of r-wave amplitude variation and unacceptable capture threshold were not confirmed. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts. The measured helix extension length was within specification.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead exhibited low sensing, high capture threshold and absence of current of injury. An x-ray revealed that the rv lead had dislodged. The rv lead was not used and replaced during the procedure. The patient was in stable condition.